Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information has been requested from the healthcare provider. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted. E performed.

Event description:
It was reported that this patient with a 19mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of four (4) years and three (3) months due to aoritc stenosis. The tavr was performed with a transfemoral approach and resulted in the successful implant of a 20mm edwards transcatheter heart valve. No other details were provided.